Event description:
Averse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "piggyback" (use of device issue [iol (intraocular lens) implant]). A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. In a f/u, the tech reported that the surgeon performed a piggyback procedure (off-label use) to correct the residual error. She stated that the pt is doing "very well". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A company ophthalmologist reviewed the calculations provided by the facility. The following findings were discussed with the tech: the significant difference in al measurements between eyes, formulation choice (site used srkt) and steepening of cornea postoperative contributed to the hyperopic outcome. Holladay ii calcs were performed od using 25.76 mm- os al measurement, which resulted in hyperopic outcome of (+1.32d). Steepening of the cornea resulted in a (+0.30d) hyperopic shift. Add'l info was requested on 08/06/2010, 08/09/2010, and 08/10/2010 by phone, fax, and mail. Add'l info was obtained by phone on 08/10/2010. A completed questionnaire has not been received. (B)(4)